Event description:
It was reported that recent products appear to feature a smaller diameter than previously. Every 3.0 ett used since february has been affected. Normally the 8fr suction fits easily through the 3.0 ett; however, with use in current products, they will not advance beyond 14cm. Hospital is now having to use smaller suction catheters than standard care ¿ changed inline suction catheter to a 6 french. Rt have located older product within the hospital and confirmed older product has no issue with diameter size. There was patient involvement, but no patient harm/adverse event reported. Outcome- increased leak around ett and 8fr suction catheter changed to to 6 fr to sxn. It caused extra intubation.

Manufacturer narrative:
E1 phone: ext (B)(6). H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 4/30/2024. H3 and h6. Evaluation codes: updated. Device sample was received in used condition with the pouch open inside a plastic bag. During visual inspection, no visual defects were found. An occlusion test was performed, and the device failed. The complaint was confirmed as the device dimension was out of specification. The complaint fault has been escalated to address a full root cause investigation. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.